Event description:
Per independent repair center statement the units alarm would not function. The key failure was the on/off switch for the control panel had a blown circuit. Additional malfunctions include the regulator for the product tank was leaking, the filter for the sound box was dirty, and the filter for the shroud was dirty.